Event description:
The doctor said that it was in between second and third degree (burns third degree). The doctor said that it was in between second and third degree (burns second degree). Burned her back /4-5 about the size of the quarter (thermal burn). Had marks on her back/left four horrible scars. There was drainage from the burns (wound drainage). Case description: this is a spontaneous report from a contactable consumer. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back and hip), (device lot number g38714a, expiration date july 2015), from an unspecified date to an unspecified date at an unknown frequency for an unspecified indication. Medical history included high blood pressure, acute now, from an unknown date and unknown if ongoing. Concomitant medication included lisinopril and verapamil, both once a day for high blood pressure. The patient reported thermacare heat wrap burned her back and she had marks on her back and it burned her skin on (B)(6) 2014. The patient mentioned the location of burns: lower back and size of the burns: 4-5 about the size of the quarter. The patient mentioned that there was drainage from the burns when she was figured out something was wrong. The patient mentioned that after the burn she had pain. The patient mentioned that the doctor said that it was in between second and third degree. She went to the hospital she thought that the scars would go away but the scars were still there. The patient mentioned that she went to emergency care on (B)(6) 2014, she was released the same day or the next morning. Treatment included a cream to put on it and tylenol or something. The outcome of the event burn was resolved but it left four horrible scars and the outcome of the remaining events was unknown. The patient mentioned her skin tone as medium. The patient did not use any creams, rubs or gels under the wrap. The patient might have used thermacare in the past and she further added that she did not recall it. The patient mentioned that there was no defect on the wrap like cuts, tears, leaks or holes. The patient did not change or modify the wrap in anyway. The patient did not put the wrap in the microwave. The patient did use the wrap over healthy skin. The patient did use the wrap over the correct part of the body. The patient did not exercise while using the wrap. The patient did not apply any pressure over the wrap. The patient did not wear more than two layers of clothing over the wrap. The patient did some sitting but did not recline for a prolonged period of time. The patient mentioned that for six hours or six and half hours she had been using this wrap. The patient did not use more than one wrap per day. The patient mentioned that for six hours or six and half hours she did wear the wrap on the day she got the burn. The patient did not feel that the heat wrap was getting too hot. Additional information has been requested and will be provided as it becomes available.

Event description:
The doctor said that it was in between second and third degree [burns third degree]. The doctor said that it was in between second and third degree [burns second degree]. Burned her back/4-5 about the size of the quarter [thermal burn]. Four quarter sized burns with blisters across her lower back [blister]. Had marks on her back/left four horrible scars [scar]. There was drainage from the burns [wound drainage]. Did not check the skin frequently while using thermacare heatwrap [device misuse]. Irritation [skin irritation]. Redness [erythema]. Burning [burning sensation]. Could not sleep on her back [insomnia]. Sitting up very unpleasant [discomfort]. Case description: this is a spontaneous report from a contactable consumer. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: g38714a, expiration date: jul2015) from an unspecified date for an unspecified indication. Medical history included high blood pressure, acute now, from an unknown date and unknown if ongoing. Concomitant medication included lisinopril and verapamil, both once a day for high blood pressure. On (B)(6) 2014, the patient reported wearing thermacare heatwrap for 6 or 6 and a half hours and she had marks on her back and it burned her skin. The patient mentioned the location of burns: lower back, and size of the burns: 4-5 (about the size of a quarter). She indicated drainage from the burns when she figured out something was wrong. The patient mentioned after the burn she had pain. She reported the doctor said that the burn was in between second and third degree. She went to the hospital she thought that the scars would go away but the scars were still there. The patient stated she went to emergency care on (B)(6) 2014 and was released the same day or the next morning. The patient assessed her skin tone as medium. She did not use any creams, rubs or gels under the wrap. The patient might have used thermacare in the past and she further added that she did not recall it. She mentioned there were no defects on the wrap like cuts, tears, leaks or holes. The patient did not change or modify the wrap in anyway. She did not put the wrap in the microwave and used the wrap over healthy skin. The patient did use the wrap over the correct part of the body and did not exercise while using the wrap. She did not apply any pressure over the wrap and did not wear more than two layers of clothing over the wrap. The patient did some sitting but did not recline for a prolonged period of time. She did not use more than one wrap per day. The patient did not feel that the heat wrap was getting too hot. Action taken with the suspect product was unknown. Treatment included a cream to put on it and tylenol or something. Clinical outcome of the event burn was resolved; but it left four horrible scars was not resolved and the outcome of the remaining events was unknown. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (14sep2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Follow-up (23sep2015): follow-up attempts completed. No further information expected. Follow-up (22sep2015): this contactable consumer reported by way of claim letter and consumer questionnaire. This black female patient used thermacare heatwrap (thermacare lower back & hip) around her lower back as per instructions for lower back pain one day only on (B)(6) 2014. It was noted that the product was not re-heated at all during usage. She did not check the skin frequently while using thermacare heatwrap. On (B)(6) 2014, she had four quarter sized burns with blisters across her lower back. On the same date, she was hospitalized for quarter sized burns with blisters across her lower back and discharged from the hospital next day on (B)(6) 2014. During hospitalization, her wounds were cleaned (painfully) and applied with an unknown medical ointment for wounds. She experienced irritation, redness or burning after removal of product. On an unknown date, she could not sleep on her back and sitting up was very unpleasant. The relevant lab data included urinalysis on (B)(6) 2014 and which results was unknown. As of (B)(6) 2015, the clinical outcome of the events quarter sized burns with blisters across her lower back, irritation, redness, burning, could not sleep on her back and sitting up very unpleasant was unknown.

Manufacturer narrative:
No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable consumer. This (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: g38714a, expiration date: jul2015) from an unspecified date for an unspecified indication. Medical history included high blood pressure, acute now, from an unknown date and unknown if ongoing. Concomitant medication included lisinopril and verapamil, both once a day for high blood pressure. On (B)(6) 2014, the patient reported wearing thermacare heatwrap for 6 or 6 and a half hours and she had marks on her back and it burned her skin. The patient mentioned the location of burns: lower back, and size of the burns: 4-5 (about the size of a quarter). She indicated drainage from the burns when she figured out something was wrong. The patient mentioned after the burn she had pain. She reported the doctor said that the burn was in between second and third degree. She went to the hospital she thought that the scars would go away but the scars were still there. The patient stated she went to emergency care on (B)(6) 2014 and was released the same day or the next morning. The patient assessed her skin tone as medium. She did not use any creams, rubs or gels under the wrap. The patient might have used thermacare in the past and she further added that she did not recall it. She mentioned there were no defects on the wrap like cuts, tears, leaks or holes. The patient did not change or modify the wrap in anyway. She did not put the wrap in the microwave and used the wrap over healthy skin. The patient did use the wrap over the correct part of the body and did not exercise while using the wrap. She did not apply any pressure over the wrap and did not wear more than two layers of clothing over the wrap. The patient did some sitting but did not recline for a prolonged period of time. She did not use more than one wrap per day. The patient did not feel that the heat wrap was getting too hot. Action taken with the suspect product was unknown. Treatment included a cream to put on it and tylenol or something. Clinical outcome of the event burn was resolved; but it left four horrible scars was not resolved and the outcome of the remaining events was unknown. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Company clinical evaluation comment based on the information provided, the events burns third degree, burns second degree, thermal burns, scar, and wound drainage as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns third degree, burns second degree, thermal burns, scar, and wound drainage as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Continued: evaluation summary no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events burns third degree, burns second degree, thermal burns, scar, and wound drainage as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.